Event description:
Philips received a complaint on the v60 ventilator indicating that the nav-ring operated unintentionally. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was observed by the customer during a periodical check, and it was requested that service be completed at a repair center. A sales representative retrieved the device from the customer site. An authorized service provider (asp) evaluated the device at a repair center and confirmed the reported nav-ring issue. The asp found that that the device did accept and change jumping values without pressing a button, it was possible to adjust values, confirm, cancel, etc. Using the touchscreen, and the device prescription did not change automatically without user input. To resolve the nav-ring issue, the asp replaced the front bezel w/ nav-ring. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.